Manufacturer narrative:
(B)(4). Pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
Customer reported via phone call that the insulin pump had a motor alarm. Customer¿s blood glucose value was unknown. Customer stated that the drive support cap was normal. Customer did not receive motor piston encoded error alarm. Customer stated that the insulin pump was not exposed to magnetic field. Customer was advised to discontinue the use of the insulin pump. The insulin pump will not return for the analysis.